Event description:
Pt had an 18 gauge dual lumen PICC placed 12/9. Hub of 20 gauge noted cracked on 12/12. New 18 gauge lumen PICC placed 12/13-same lot #. Several days later, same side cracked in same manner under same circumstances. Pt was hospitalized for placement of a broviac catheter.